Manufacturer narrative:
Should add'l info become available regarding this event, it will be reevaluated and a follow up report will be sent.

Event description:
Info received indicated a previous penile prosthesis (spectra) was implanted, but details were not provided. On (B)(6) 2011, the entire device was removed and replaced with an ambicor penile prosthesis. The reason for the replacement was not provided. Add'l info has been requested.